Event description:
It was reported that the customer's insulin pump stopped working. The customer stated that the issue may have been that the customer received a motor error alarm but was unable to confirm. The customer's blood glucose was unknown. Advised customer that if he had received the motor error alarm then he should discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer stated that he would continue insulin pump therapy and call back if the issue recurred. Advised customer to speak with his healthcare provider to discuss a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.